Manufacturer narrative:
Investigation: one complete unused trima set was received for investigation. Initial observations noted no kinks, missing parts or disassemblies. Visual inspection noted that all clamps throughout the set were on the correct lines and flossed correctly. The white pinch clamps on the donor line and the sample bag line were in the closed position and flossed on the lines correctly. The sample bag side wall clamp was inspected for damage and none was found. The blue pinch clamp on the donor line at the ac/draw/return manifold was in the open position. The mini pinch clamps on the channel lines were in the open position and the yellow pinch clamp on the auto pas line was in the closed position. The sample bag was observed for inflation/air in bag but none was noted. The set was loaded onto a trima device in the lab and it passed the tube set test. The sample bag remained uninflated. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the sample bag filled with air during the disposable set test of the procedure setup on the trima device. There was no patient connected at the time of set test, therefore, no patient information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in sample bag as experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.7 and h.10. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow up report will be provided.